Event description:
It was reported that the customer experienced discrepancies between her blood glucose and sensor readings with three sensors. The customer received a reading of 90 mg/dl while blood glucose was 278 mg/dl and another reading of 360 mg/dl while her blood glucose was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.